Event description:
It was reported to philips healthcare that the device was losing connection when the therapy cable was connected. There was no reported patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.